Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the high and low blood glucose. The customer states it was erratic can have 4445mg/dl blood glucose and then go down to 60 mg/dl. The customer reported that they were not getting insulin he needs. The troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2 or lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unable to upload or download anomaly due to buttons not responding.

Manufacturer narrative:
The information provided with the initial report of blood glucose value was incorrect. The correct information has been included with this report.

Event description:
It was reported that customer blood glucose value was 445 mg/dl and it was not 4445 mg/dl.